Event description:
According to available information, this device had a balloon burst. The balloon was inflated with 40 ml of eppi. A few minutes later, the nurse noticed that the device was not holding as the balloon had ruptured. A second device of the same diameter was inserted with slightly less eppi (30-35 ml) but the balloon ruptured again. A third device of the same diameter with the same volume of eppi (30-35 ml) but from a different batch to the second was placed. The balloon burst again. Finally, a fourth device (30-35 ml of eppi in the balloon) was placed. As the patient left with this device and it was assumed that the balloon had held. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and found none on the lot number 8763695. Checking the quality databases revealed one non-conformity (nc) in relation to the described defect and a corrective and preventive action (CAPA). During manufacturing step no quality defect was registered during manufacturing on the intermediate component ab632080 lot number 8693909. Products were conformed. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to available information, this device had a balloon burst. The balloon was inflated with 40 ml of eppi. A few minutes later, the nurse noticed that the device was not holding as the balloon had ruptured. A second device of the same diameter was inserted with slightly less eppi (30-35 ml) but the balloon ruptured again. A third device of the same diameter with the same volume of eppi (30-35 ml) but from a different batch to the second was placed. The balloon burst again. Finally, a fourth device (30-35 ml of eppi in the balloon) was placed. As the patient left with this device and it was assumed that the balloon had held. No other adverse patient effects were reported.